Event description:
It was reported that stent damage occurred. A 3.00 x 16 synergy drug-eluting stent was advanced for treatment. However, as the physician was pushing on the device, a creaking sound was heard and a fracture in the stent strut was noticed. The device was removed and the procedure completed with a 3.00 x 20 synergy stent. There were no patient complications reported and the patient was stable.